Event description:
It was reported that during a low anterior resection procedure, on the initial firing the device cut and staples deployed but they were not formed and did not seal. Cautery and hand suture was used in the area. It is unknown if a new device was used to complete the procedure. No patient impact was reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.